Event description:
None of the outcomes have occurred from #2 however problems have occurred with thb reading in regard to precision from the co-oximeter when tested on the same sample within minutes between each sampling. The dates of this occurred in 2006.